Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was registered as implanted during an unknown procedure. It was clarified that during the procedure, the attending surgeons implanted an aui device (always brought to cases in case of emergency) instead of the planned bifurcated device. The surgeons did not realize the mistake until after implanting two limbs into the distal end of the aui and doing the final angio run. The attending CT surgeon then chose to explant the limb device from the left common iliac artery and perform a fem-fem bypass. There were no technical issues with any of the endurant devices implanted. No additional sequelae was reported and the patient will be monitored.